Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported; however, the reporter stated the caregiver was ¿using minicaps that were out of date¿. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported no additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was confirmed that the cause of the peritonitis was due to a use error as the patient was ¿using minicaps that were out of date¿. On an unreported date, the patient was retrained on proper aseptic technique with emphasis on the importance of rotating stock and checking all expiration dates and correctly doing stocktakes. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.